Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient's mother that the patient developed (B)(6) while wearing the pod on the abdomen for 36 to 48 hours. It was reported that after an alarm on the pod they removed it and there were blood clots attached to it. Patient was taken to 2 different hospitals to be treated for this issue. Patient also developed pneumonia while being treated. Patient had blood glucose levels of over 300 mg/dl. Patient received insulin through intravenous therapy because they could not re apply a pod. Several different medications were prescribed to the patient. Patient remained in the hospital for over 32 days.